Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Prior to the implant, the device was found to be in backup vvi (bvvi) mode. A new device was used to resolve the event. The patient was stable.